Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on 06/14/2011 to report that a cgm inaccuracy had occurred on (B)(6) 2011. Pt does not recall cgm's reading at the time nor does he remember his actual bg levels. Although pt's low alert was set at 100 mg/dl, pt reports that cgm did not alert him of an extreme low when he experienced a hypoglycemic episode. Pt became disoriented, lost consciousness and had to be hospitalized overnight. Receiver data for (B)(4) 2011 was no longer available for review. However, data from subsequent dates showed that the sensor was being reused inconsistent with product's label recommendation, for multiple sessions, and that it was not being calibrated every 12 hrs. Pt was fine at the time of his call to dexcom.